Manufacturer narrative:
On 28-aug-2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected. After a thorough analysis, mentor was unable to confirm the reported issue. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the date of explanation and replacement devices. The patient underwent bilateral removal and replacement with two 460cc mentor smooth round high profile prostheses (catalog #: 3503460, left serial #: (B)(6), right serial #: (B)(6)) on (B)(6) 2020. The relevant fields have been updated. Reason for device explant and/or reoperation: deflation, breast pain. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 380 cc mentor smooth round high profile prosthesis and experienced postoperative left-sided deflation and breast pain. In the morning of (B)(6) 2020, the patient noticed that her left breast appeared to be smaller. On the next day, (B)(6) 2020, her left breast implant appeared completely deflated. The diagnosis was confirmed by a physician on (B)(6) 2020. In addition, the patient reports that she feels pain in her left armpit and muscle, and it is tender to touch. The patient is planning to undergo bilateral removal and replacement. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date.